Event description:
It was reported that the customer had reservoir anomaly on the insulin pump. The customer's blood glucose level was unknown. The customer had issue fillint the reservoir took her about 2 hours because she was not seeing the insulin drops dome out of the infusion set. The customer declined to speak with helpline for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.